Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain and turbid effluent. The cause of the peritonitis was not reported. It was reported the patient was hospitalized via emergency room due to the peritonitis manifestations and was subsequently diagnosed with peritonitis. Treatment for the peritonitis was unspecified antibiotics taken for three weeks (dose, route and frequency not reported). At the time of this report the patient remained hospitalized and was recovering from this peritonitis event. Extraneal and physioneal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The same day as the peritonitis onset the patient was treated with tazime (dose, frequency and route of administration were not reported) for the peritonitis event. The patient was discharged nine days prior to receipt of this report. At the time of this report the patient remained on tazime therapy. Should additional relevant information become available, a supplemental report will be submitted.